Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced pain and cycling issues with the pump of an artificial urinary sphincter (aus). A revision surgery was performed in which a new pump and balloon were implanted. No information was provided about the patient's outcome.

Event description:
It was reported that the patient experienced pain and cycling issues with the pump of an artificial urinary sphincter (aus). A revision surgery was performed in which a new pump and balloon were implanted. No information was provided about the patient's outcome.

Manufacturer narrative:
Device received. Product investigation completed. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump component. The pump was not functionally tested due to contamination (blood). The pump was cycled by hand and functioned normally transferring fluid from the cuff krt section to the balloon krt. A product malfunction could not be confirmed as the most probable cause of the reported events through product analysis. Based on the results of this investigation, no escalation is necessary. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced pain and cycling issues with the pump of an artificial urinary sphincter (aus). A revision surgery was performed in which a new pump and balloon were implanted. No information was provided about the patient's outcome.

Manufacturer narrative:
Device received. Product investigation completed. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump component. The pump was not functionally tested due to contamination (blood). The pump was cycled by hand and functioned normally transferring fluid from the cuff krt section to the balloon krt. A product malfunction could not be confirmed as the most probable cause of the reported events through product analysis. Based on the results of this investigation, no escalation is necessary. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.